Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed by the rsmb staff. The pt experienced a spinal headache and was treated twice with a blood patch. The pt recovered without sequela.